Event description:
Plugged the cord into wall...started to spark - oral-b [device catching fire] case narrative: consumer via e-mail stated that they plugged the cord of their oral-b pro-expert water flosser 6 into their wall (which had worked every time) and it started to spark. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.